Manufacturer narrative:
The pendant for the imaging system was returned to the manufacturer for evaluation. Testing found that the pendant had multiple cracks on various buttons for gantry movement and other prompts.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that inner lower rotor cover and inner door covers were broken where they meet creating an opening. The panels were replaced and aligned. The pendant keypad was failing, it was replaced and configured. The pendant button caps were broken, they were replaced and reconfigured. The imaging system then passed the system checkout and was found to be fully functional. No parts have been returned to the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the site took two spins and reported artifact in both 3d spins.

Manufacturer narrative:
The inner gantry covers were returned to the manufacturer for analysis. The covers were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The suspect pendant for the imaging system has been received by the manufacturer for evaluation. However, results are not available at this time.